Manufacturer narrative:
Lot number: potential lots involved: 3003998 or 3072293. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a jelco® hypodermic needle-pro® needle detached while in use on a patient and the needle was "too slight." It is unknown how the needle was removed. No medical intervention was needed. No patient injury was reported.